Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmer biomet complaint number (B)(4). Email address unknown / not provided. PMA/510k: premarket identification: k011028 and k013227.

Event description:
It was reported that implant tsvb16 placed in dental site 10 was removed due to infection.